Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer's blood glucose was 160 mg/dl at the time of incident. The customer's blood glucose was 111 mg/dl at the time of call. The customer also reported that the drive support cap was sticking out. The customer stated that they experienced low blood glucose of 56 mg/dl. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.